Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the spyscope ds ii was inserted into the patient a slight difficulty advancing was noted in the mid pancreatic duct. The physician tried using direct visualisation to navigate the duct; however, the image was lost. Reportedly, the image was lost approximately 5 minutes after the spyscope was inserted into the patient. The procedure was not completed due to this event. The procedure was rescheduled to the next day as there was no other spyscope available. There were no patient complications reported as a result of this event.